Manufacturer narrative:
Corrections: b1: update to product problem, b2: updated to remove code, b5: updated to remove additional intervention statement, h1: update to malfunction, h6: update to coding to remove additional device.

Event description:
It was reported that entrapment occurred. A 1.50mm rotapro and rotawire floppy were selected for percutaneous coronary intervention (pci). During the procedure, the stall lamp turned on and the burr stopped rotating. There was a sizzling sound noted of gas leaking from the advancer. Upon replacing the advancer, the rotawire became entrapped and could not be removed. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There was no patient injury.

Event description:
It was reported that device entrapment occurred. A 1.50mm rotapro and a rotawire floppy was selected for percutaneous coronary intervention (pci) procedure. During the procedure, the stall lamp turned on and the burr stopped rotating. There was a sizzling sound noted of gas leaking from the advancer. Upon replacing the advancer, the rotawire became entrapped and could not be removed. The burr was removed by cutting the drive shaft and the outer sheath and was retrieved under the guide extension catheter. The devices were completely removed together from the patient's body and the procedure was completed with another of the same device. There was no patient injury.